Event description:
The customer reported being hospitalized due to low blood glucose of 61mg/dl, and her blood glucose was treated with food. Troubleshooting was performed. The customer stated that doctor had adjusted the basal rates, which caused her low blood glucose. The caller stated that she woke up in the hospital after falling down. Reviewed the programming and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.